Event description:
According to the reporter, on (B)(6) july 2017, prior to use, the device has loading and unloading problem. The surgeon was able to press the green button and squeezed the handle but device did not fire. Patient status : unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.